Event description:
Add'l info provided by the surgeon indicated that the pt's diagnosis was keratitis which resolved in 18 days following treatment with topical steroids.

Event description:
A surgeon reported that a pt developed inflammation following cataract surgery and implantation of an intraocular lens (iol).